Event description:
It was reported that the ilet displayed alert 38 for a motor stall, the alert briefly cleared after a restart, and then recurred during a dry run with an inability to proceed at rewind, consistent with a failure to infuse associated with the motor component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed a communications problem identified in relation to a device motor stall and failure to infuse, implicating the motor component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.